Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated the battery had electrical discontinuity/open. Hybrid analysis of the battery + pin and the battery electrical connector indicated that a catastrophic thermal event occurred which compromised the connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited low battery voltage. The device was removed and replaced. No patient complications have been reported as a result of this event.